Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and caller had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support confirmed pump details, verified software and warranty, provided instructions for storage mode and return of problematic pump, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect cgm.